Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient received assistance from the physician or manufacturing representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015. The patient noted that they had been "very ill" and unable to get the mail. If additional information is received a follow-up report will be sent.

Event description:
It was reported that stimulation was increased uncomfortably high and that the patient did not increase the stimulation. The patient was having trouble getting the programmer to connect to the implantable neurostimulator (ins) to decrease the stimulation. No stimulation was felt by the patient since (B)(6) 2015 and the programmer showed a message screen that the ins needed to be charged. The ins recharger was fully depleted. The recharger was plugged into the desktop charger and the recharger was charging the fully depleted ins with eight coupling boxes. The recharger showed that the ins was off at the time. No outcome reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).